Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc, juvéderm volux¿ xc, juvéderm vollure¿ xc, and juvéderm® ultra and was experiencing some intermittent swelling and nodules. The nodules looked like sterile abscess according to healthcare professional. Patient had multiple sessions of steroids, antibiotics, intralesional steroids, 5-fu and the event has not resolved. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4) (B)(6) (B)(4), (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® ultra.